Event description:
Prodisc-l implanted at l5-s1. Postop f/u x-ray in the morning showed implant in good position. Same day in the evening, pt fell hard onto knees. Pt experienced increased and persisting pain. One month f/u x-ray showed anterior translation of lower end plate and possible pedicle fracture. The superior endplate remained in its original position. The surgeon noted possible pedicle fracture at l5. Prodisc-l was removed and pt revised to alif spacer with posterior instrumentation. This is one(1) of two(2) reports submitted on this event.

Manufacturer narrative:
This info was not provided by the completed questionaire received. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine mfg date without a lot number.